Event description:
This is a spontaneous case report received from a consumer in the united states on (B)(6) 2014 which refers to herself. She is a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced the adverse events as described below: consumer stated that she had a past medical history of diverticulitis. Consumer had essure inserted approximately 8 month ago, in (B)(6) 2013. She stated that during insertion, the health care professional lost sight of it,and she thought it went crooked. Consumer has been experiencing pain insertion. Her 3 month hsg (hysterosalpingogram) testing revealed that her left tue was blocked but the right one the dye went through. She had a 6 month test and the right tube remained open. Consumer had a laparoscopic procedure last month ((B)(6) 2014, and her health care professional could not remove the inserts and was told her intestines were wrapped around her tubes and he could not reach them. Doctor refused to do any more surgery and would nt touch her anymore. Consumer stated that she remained in pain and wanted to them removed. She had seen on the news tha this has happened to other people. Follow-up from (B)(6) 2014, (B)(6) 2014, and (B)(6) 2014: quality department provided result of product technical complaint analysis (company global ptc number (B)(4)): final assessment: since no product was returned to us for investigation, it was not possible to perform an investigation of the actual device involved in this complaint. Typically, one would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, it was not possible to conduct a review of the manufacturing batch record. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. Lack of effectiveness is not necessarily indicative of a quality defect as it may occur with the use of any product. This case also reported difficult to use due to lost visualization and use error due to being crooked as well as unable to remove inserts but these events are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the company pharmacovigilance database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded 'unconfirmed quality defect'. Based on the information available, there is no reason to suspect a quality defect. After internal review, the consumer also stated that she was diabetic. The required number of follow-up attempts have been made with no response to date. Case considered closed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.